Event description:
The user facility reported an employee was placing an attachment on their surgical table and received a cut from the accessory rail. No procedural delays or cancellations were reported. The customer declined to provide any information about the employee's current condition or whether medical treatment was sought or administered.

Manufacturer narrative:
A steris field service technician arrived onsite and inspected the table with the accessory which the user facility reported caused an injury. The technician could not identify any sharp edges which would cause an injury.at the request of the user facility, the technician has ordered a new accessory side rail and is awaiting access from the user facility to perform the installation of the replacement. No other malfunctions or damages were observed by the technician and the table was operating according to specification.